Manufacturer narrative:
(B)(4).

Event description:
The patient used duragesic patches and dilaudid for pain symptoms. During pump implant surgery, the patient was "not put completely under" and the patient felt everything, "from the first incision to the last stitch and staple." The patient experienced several infections "while the site was trying to heal." Since the pump has been implanted, the patient never had therapeutic effect or pain relief. The patient "let the pump go dry" since (B)(6) 2010 due to frustration. As of (B)(6) 2011, the pump alarm sounded every 10 minutes "around the clock." The patient wanted the pump removed and was attempting to establish care with another pump physician.